Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph of a device. A visual inspection of the returned photo noted: the photo depicts the top of the trocar and cannula. The cannula appears to be broken. A visual inspection of the returned product noted: the distal end of the bladed obturator was gouged. The trocar, cannula, duckbill and circular seals appeared intact. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the gouged distal end of the obturator may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the insertion of the trocar in a laparoscopic appendectomy, the cannula broke, blue trocar particles were disseminated in the patient's abdominal cavity, the particles were aspirated but could not be recovered in their entirety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the insertion of the trocar in a procedure, the cannula broke, blue trocar particles were disseminated in the patient's abdominal cavity and could not be recovered in their entirety.